Manufacturer narrative:
The scope was not returned to olympus for evaluation. The cause of the reported event could not be determined at this time. In addition, limited information was provided by the user facility as multiple attempts were made to gather more detailed information regarding the reported incident; however no additional information was obtained. If additional information becomes available or if the device is returned at a later date, this report will be supplemented accordingly.

Event description:
Olympus was informed that during a therapeutic bronchoscopy procedure, the distal end covering of the scope became loose. The user facility reported the physician removed the distal end cover material and proceeded with the procedure. The user facility is not certain if all of the distal end material was retrieved from the patient. The procedure was completed using the same set of equipment. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the user facility. It was noted that small black fragments were observed at the bottom of sterilization pan. It remains unknown if fragments actually fell inside the patient. Current condition of the patient is unknown. The scope will not be returned to olympus, as the user facility sent the scope to a non-olympus vendor for service. However, the user facility provided the scope¿s serial number is (B)(4). The instrument history of the scope was reviewed and showed the scope was purchased on march 20, 2013 with no service records.